Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. An angiojet zelante dvt catheter was being used over a non bsc guidewire to treat thrombus in the right iliac and internal vena cava. During the procedure the device got stuck on the wire. Both devices were removed together from the patient. The procedure was completed with the use of another zelante catheter and a different wire. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a zelante dvt catheter system and no other devices. The manifold and shaft were microscopically examined and no damage or irregularities identified. Functional testing was performed by loading a lab supplied .035¿ guide wire into the manifold of the device and advancing the wire in the shaft, and out of the distal tip. The wire advanced smoothly and without issue. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. An angiojet® zelantedvt¿ catheter was being used over a non bsc guidewire to treat thrombus in the right iliac and internal vena cava. During the procedure the device got stuck on the wire. Both devices were removed together from the patient. The procedure was completed with the use of another zelante catheter and a different wire. No patient complications were reported and the patient was fine.